Event description:
Patient was revised to address pain and loosening of the tibial tray at the cement/bone interface. Depuy cement was used at the time of original implantation.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for both of the reported part and lot number combinations. The retained cement samples could be not be tested on this product as it has been identified as being approximately 5 years old and the retained samples have expired retention in accordance with the depuy retained sample procedure (B)(4). Requests for additional investigational inputs were made in accordance with wi-7915 appendix d. No additional information obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.